Event description:
Reporter stated that patient obtained a blood glucose result of 340 mg/dl, while using the suspect device. Based on this result, patient reportedly sought treatment in the emergency room where, 1 hour later, blood glucose measured 117 mg/dl (on hospital's blood glucose monitor). No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.